Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. There was blood in/on helix mechanism. Full lead returned and analyzed.

Event description:
It was reported that at implant attempt, the rv lead had high impedance of greater than 3000 ohms, high thresholds, and there was trouble getting the helix to pop out. The lead was not implanted. No patient complications were reported as a result of this event.

Event description:
It was reported that at implant attempt, the lead had high impedance of greater than 3000 ohms, high thresholds, and there was trouble getting the helix to pop out. The lead was not implanted. No patient complications were reported as a result of this event.